Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jul19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue and replaced the 24 volt power supply and the issue was resolved.

Event description:
It was reported that the unit would not power on. There was no patient involvement.